Event description:
The patient reported a right side silicone implant that has "puckering due to two folds in the implant and hardening." Follow-up with the physician indicates "fluid around the device."

Manufacturer narrative:
(B)(4). A 410 device labeling (pivotal study) addresses these reported events: seroma: 1.1%. Crease/folding: 1.1. Visibility /palpability: 1.4%. Device labeling describes these adverse events as follows: additional complications: seroma: "after breast implant surgery the following many occur and/or persist, with varying intensity and/or for a varying length of time: pain, hematoma/seroma, etc." Crease/fold and visibility palpability: "cosmetic dissatisfaction - patients should be informed that dissatisfaction with cosmetic results related to such things as unanticipated contour, implant palpability may occur."